Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. (B)(6). A getinge service territory manager (stm) was dispatched to evaluate this unit. The stm checked the iabp for helium leak, checked for leaks in unit out of the cart and the unit meets the leak test values. The stm also did a leak test of the unit in the cart and had a steady drop of helium pressure of 1 psi every 30 seconds. The stm then, removed the unit from the cart, checked the helium transducer o-ring for leaks and it was all was ok. The stm checked the helium line from the tank base up thru the cart and all was ok. The stm checked the o-ring where the console meets the cart and found a cut o-ring, installed another o-ring and performed the leak test again and had no leakage at this time. The stm then performed a complete calibration and functional testing and safety check to factory specifications. The unit passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.